Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm prograsp forceps instrument was analyzed and found to have a dislodged grip tang near the base of the grip tip. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use and can occur due to grasping hard tissue or objects, or through collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm prograsp forceps had a loose/broken tip. The procedure was completed with no reported injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event/instrument.